Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope would not pass the fluid resi-test. The scope was washed three times and was still positive. There was no visible bioburden or pitting within the scope. The issue occurred during reprocessing. There was no patient involvement.